Event description:
Same case as MDR ID #: 2134265-2013-03270 and 2134265-2013-03270. It was reported that during a percutaneous coronary intervention, pullback was suddenly stopped. The ilab cart system 100v motor drive unit (mdu) was used in conjunction with the coronary catheter intended to visualize the lesion. The pullback was suddenly stopped and an error message was displayed on the monitor. After pressing the ok button, the system was rebooted up. The system was running with no issue after rebooting up. The procedure was completed with this device. No complications reported. The patient's condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: device not received for analysis. The serial number for the motor drive is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is design related. (B)(4).